Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported the applicator petals were slightly open, causing a scratch to her genital area upon insertion of the tampon. The consumer later saw her obgyn for a routine visit. The doctor confirmed that she was okay.